Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimula tor for degen disc disease/herniated disc pain. It was reported that the patient had a sudden change of symptoms in the last few weeks which was confirmed to be in (B)(6) 2017. The patient had one episode of stinging and stabbing pain in their upper back at the bra-line area. It was reported that this was not consistent and not elsewhere. It was unknown how long the episode lasted. The patient saw the manufacturer representative on the day of the report ((B)(6) 2017) and the implantable neurostimulator (ins) voltage was currently at 2.64v and electrodes 4, 5, and 6 were >4,0000 ohms. It was asked but unknown when the impedances of >4,000 ohms started. The patient was getting an x-ray on the day of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that the x-ray did not show any visible signs of fracture or disconnection that may have led to the high impedance and sudden pain. Reprogramming was done to resolve the sudden pain in the patient's upper back. The rep utilized other contacts to resolve the high impedances on electrodes 4, 5 and 6 to gain the desired coverage. It was reported that the patient weighed (B)(6) pounds at the time of the event. The information provided had been confirmed with the patient's physician. No further complications were reported/anticipated.